Event description:
The imager, by hologic corporation. Missed (B)(6) from pap test. This cytotech did not believe trigger cells were present at working speed. Supervisors on subsequent review believed triggers were present. Co-workers disagreed.